Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported infection and "possible hsv1" after a patient was injected in the "malar bilat" with juvéderm® voluma® xc. Treatment is noted as ¿CT-meds¿, "valtrex", ¿prednisone 10mg¿, ¿keflex." Diagnostic tests noted as ¿cxr¿ with results ¿negative." Event has resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00200. This MDR is being submitted for juvéderm® voluma® xc.